Event description:
It was originally reported that the patient experienced shocking/jolting sensations at the ipg location. The hcp confirmed that the patient fell on the area of the ipg and that it is not device related. The patient experienced lack of effect and overstimulation. During reprogramming, high impedances were discovered. Surgical intervention is planned to address the situation.